Event description:
It was reported that clinician inserted datascope iab & then discovered appropriate cables were not available. Datascope iab removed through sheath. Dr attempted to insert arrow iab through sheath. One way valve removed prior to insertion. Iab got stuck in sheath. Iab & sheath removed together. Dr then inserted 2nd arrow iab w/o incident. Patient coded while still in cath lab. Patient was finally stabilized, but not expected to survive. He expired later in day. Pump and iab remained in place until death.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete. Per ifus, 1 way valve is to remain attached until iab is through arrow sheath.